Event description:
The customer obtained imprecise and higher than expected vitros phyt quality control results on a vitros 5600 integrated system. The imprecise vitros phyt results were obtained across two different reagent lots. Values of > 40.0 ug/ml (19 occurrences) and 39.98 ug/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 33.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros phyt quality control results were obtained on a vitros 5600 integrated system. The issue was observed across two different vitros phyt reagent lots. An ocd field engineer replaced the slide align guides, the cm incubator belt, the idler pulley and bearing, and the immunowash fluid tubing. Following these service activities, improved vitros phyt performance was observed based on daily quality control results obtained post-service. There was no evidence to suggest a malfunction of the vitros phyt reagent. The most likely root cause of this event is instrument related.